Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin (1 gram, once daily and route was not reported) and forzid (1 gram, intraperitoneally, frequency was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, upon follow-up it was reported that the patient was discharged from the hospital, reported as "10 days before". At the time of this report, the patient was recovered from the event and antibiotic therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.